Event description:
2 incidents of "malfunction clamp" on the transfer set. Per affiliate, these issues were noted during use and no patient injury or medical intervention was associated with these incidents.